Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager door had failed to close. A field service engineer troubleshot the issue with the srm door not closing, cleaned and greased the srm latch microswitches, tested them, and rebooted the station. The system was then tested with the customer. The system functioned as intended after the field service engineer completed the repairs.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the refrigerator door was unable to open and failed to recover. The customer reported that the malfunction had caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.